Event description:
It was reported the balloon tip was broken. Actual complaint was not verified until devices were examined in the product evaluation lab in 2008. No patient complications were provided .

Manufacturer narrative:
Product evaluation - customer report was confirmed. Catheter #1 was found to be broken under the balloon latex at the #4 inflation hole. The remaining inflation holes are round. The broken section of the catheter has punctured through the latex. Catheter #2 was found to be broken at the proximal edge of the proximal windings. The distal section is being held on by a section of the windings.